Event description:
It was reported to covidien on (B)(6) 2013. The customer states that a hospitalized pt had a 13.5fr, 16cm hemodialysis catheter implanted during national day. It was found that the suture wing had detached from the catheter one day after it was in use. The catheter was removed from the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.